Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the left proximal superficial femoral artery (sfa). A longer absolute pro stent was first placed in the distal sfa and the physician wanted to extend the stenting by overlapping with the 5.0x80 mm absolute pro self expanding stent (ses). The first centimeters of the stent deployed and then no more was able to be released, despite the physician following the safety notice recommendations. The delivery system was pulled with the partially deployed stent and during removal the rest of the stent slipped out of the delivery system and remained in the proximal sfa. The stent is elongated but it remains partly in the target lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. The patient's condition is alright at this time. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal shaft was bent in the moderately calcified and moderately tortuous anatomy and/or interaction with other devices resulted in preventing the shaft lumens from moving freely resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. Interaction/manipulation during removal resulted in the rest of the stent slipping out of the delivery system; thus resulting in the reported stretched stent. Interaction/manipulation of the device likely resulted in the noted multiple indentations (chatter marks) on distal sheath and on the inner member. There is no indication of a product quality issue with respect to manufacture, design or labeling.